Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture confirmed via mammogram. Later, healthcare professional reported "shell separated from gel". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as surgical impact opening. Shell thickness within specification. Shell separation: unable to observe, because the device is broken. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed via mammogram. Later, healthcare professional reported, "shell separated from gel". Device has been explanted.